Manufacturer narrative:
The stent remains in the patient, however, the lot no. Was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: premature deployment, unintended site. Time of malfunction: during the procedure. Symptoms/ae: nonresorbable material unretrieved in body. Time of symptoms: during the procedure. It was reported that during an interventional procedure in the superficial femoral artery using a brachial approach, the xpert stent prematurely deployed and remains in the descending aorta. Reportedly, the physician retracted the outer sheath with the tuohy borst valve in the unlocked position. A snare attempt was unsuccessful in retrieving the stent from the anatomy. Although requested, no add'l info was available.